Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-02116. It was reported during the scs trial period the patient experienced uncomfortable stimulation on the left side due to lead migration. Consequently, the physician repositioned the lead back to the appropriate location and the issue was resolved.